Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and seven months later post filter deployment, computed tomography of abdomen and pelvis showed an inferior vena cava filter in place. After seven months, computed tomography of abdomen and pelvis showed an infra renal inferior vena cava filter was seen with some obstructive perforation. After eight months, the patient reported with nausea, vomiting, abdominal pain and fever. Computed tomography of abdomen and pelvis showed an infra renal inferior vena cava filter in place. After one year, spine lumbar examination was taken for the patient who reported with low back pain and showed an incidental note of inferior vena cava filter. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. However, the investigation is inconclusive for the alleged filter detachment. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, b7, d4( expiry date: 09/2007), d10, g3, h4 (manufacturing date: 09/2004), h6 (patient, conclusion). H11: g1, h6 (method, result). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that a filter limb detached. The device has not been removed and there were no reported attempts made to retrieve the filter or detached limb. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately ten years post filter deployment, multiple CT of abdomen and pelvis were performed which showed that the ivc filter is in place. Approximately eleven years post filter deployment, a third CT of abdomen and pelvis showed an infrarenal ivc filter with some obstructive perforation. Therefore, the investigation can be confirmed for perforation of the ivc. However, the investigation is inconclusive for limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that a filter limb detached. The device has not been removed and there were no reported attempts made to retrieve the filter or detached limb. The current status of the patient is unknown.